Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Patient was admitted in hospital in emergency for syncope on 29 december 2013. A spontaneous rhythm at 25 min- 1 was observed in addition to atrial pacing. After the magnet application, both atrium and ventricle were paced. Recommendations have been provided.